Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed unexpected reset and loss of defibrillation due to off label use on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was in stable condition.